Event description:
After successfully crossing the target lesion site with the coronary stent with delivery sys, the balloon would not inflate because the inflation device had been attached to the wrong port. After not being able to inflate the balloon, the delivery catheter was retracted from the pt. It is reported that the stent dislodged from the delivery catheter during withdrawal. After the unsuccessful use of a snare to retreive the stent, the stent embolized into the pt's peripheral circulation via the right femoral artery. No other complications relative to this procedure were reported.